Manufacturer narrative:
The device was returned due to advisory safety. As received, the device was returned above elective replacement indicator (eri) with normal telemetry. Final analysis did not identify any anomalies.

Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. The patient was discharged from hospital.